Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report is filed 26 aug 2015.

Event description:
Per the clinic, the electrode array extruded (date not reported) and is extracochlear. The implanted device remains.